Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The date of hospitalization was unknown. Customer¿s blood glucose level was unknown at the time of hospitalization. It was unknown that the auto mode feature was active at time of event. Customer was unable to do troubleshooting. The insulin pump will be returned for analysis.